Event description:
Vasoview hemopro 2 opened for case. Upon performing endoscopic vein harvest, it was discovered that clamp not properly functioning. New kit opened and functioned properly. Defective product given to maquet rep for replacement.